Manufacturer narrative:
Initial 2 of 2. E1: patient city: (B)(6). Patient country: austria. Name: (B)(6). Country: united states of america. Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported on (B)(6) 2026 that the patient's two infusion sets had come off while playing outside.